Manufacturer narrative:
Updated fields - b4,g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, unable to duplicate failure. Cycled power on unit multiple times unable to duplicate failure performed pm procedures per manufacturer specifications. All test passed handed unit over to customer in good condition. Customer will run unit this week to verify proper operation and not a repeat of this failure.

Event description:
N/a.

Event description:
It was reported that during machine check the cardiosave intra-aortic balloon pump (iabp) ha a communication error. However, no patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.